Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies in drawer and storage spaces were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the notes regarding tower failures were incorrect, and the issue was due to enhanced half-height cubie drawers 4-1 and 4-2 on the main unit not being detected on the bus. A field service engineer (fse) found a blinking light on the pyxis bus module controller, indicating an issue with drawer 4.1 that caused both drawers 4.1 and 4.2 to go off the bus. The fse replaced the drawer controller board for drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.